Event description:
The clinician contacted arrow clinical support (acs) advising they had a pt on an autocat 2 wave console. They were using a fluid filled catheter and had lost the ap waveform. Acs requested the clinician check all connections and provided troubleshooting techniques. The clinician advised all connections were intact, stop-cock on ap tubing was open, line flushed easily and the ap waveform scale that was chosen was correct along with the ap source. Acs had them switch out the transducer but this did not help. Acs then had them switch out the pump. Upon connection of the new pump, the ap waveform was "beautiful". There were no reported pt complications.

Manufacturer narrative:
Hospital biomed evaluated the console but could not duplicate the difficulty. The pump was returned to service. Follow- up report will be filed when eval is complete.